Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope's forceps elevator wire had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the foreign material was likely caused by reprocessing not completed properly due to a probe mounting section leak failure; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.